Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During procedure, the physician wanted to implant the right ventricular (rv) lead into the right ventricle but was unable to fix the lead. The physician believed the lead was unable to be fixed due to the lead's design. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damage. The helix was found to be retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification.